Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported kv portal images were taken but did not show in the treatment chart.

Manufacturer narrative:
H6 updated. H10 updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported kv portal images were taken but did not show in the treatment chart. The imageacquisitiondatamsg log and audit log confirm that kv (kilovoltage) fields were sent to xvi to be imaged in kv mode. After the images were taken however, the acquisitioncompletedatamsg log shows that null (blank) was returned as the acquisition mode from xvi although kv acquisition mode had been sent by mosaiq prior to imaging. Due to this acquisition mode discrepancy, mosaiq will not record the field in the treatment chart. This issue is limited to recording the images in the treatment chart and did not affect clinical patient setup. In-house testing has shown that when xvi returns a blank acquisitionmode in the acquisition complete message, it means the user has dropped out of the fully online synergistiq mode and manually selected the preset on xvi. Mosaiq did not have any malfunction and is working as designed and intended. Based on the available information, there was no patient mistreatment.